Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Doctor reported right side deflation and anxiety. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ deflation: observed opening on posterior side assessed as an unidentified (tear) opening. (Shell thickness within specification) ¿ additional observations: ¿ yellow particles observed inside device.

Event description:
Healthcare professional reported right side deflation and anxiety. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
Device has been explanted.